Event description:
It was reported that on (B)(6) 2021, a patient was hospitalized for syncope. On (B)(6) 2021, an x-ray was performed and right ventricular (rv) lead was said to be abnormal. The patient's rv lead was oversensing noise during a true ventricular fibrillation (vf) but the rv lead was undersensing the vf as a ventricular tachycardia (vt) and shock therapy was delayed by the device. The rv lead also had low defibrillation impedance. On (B)(6) 2021, the rv lead was capped and replaced. The patient was stable throughout procedure.